Event description:
It was reported that patient experienced an infection in an unknown location. As a result, surgical intervention was undertaken in (B)(6) 2024 wherein the entire cervical system was explanted on an unknown date in (B)(6) 2024 to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.